Event description:
It was reported that during an incisional hernia procedure, the generator made a beeping noise and then realized that the blade tip had completely detached. Unable to locate tip. Another like device was used. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.